Manufacturer narrative:
Low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. No replace battery now alarms noted during testing. Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to complete functional test due to missing retainer. The pump was received with damage display window cover, minor scratched lcd window, cracked keypad at select button, faded serial number label and missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 9.8 mmol/l at the time of the incident. The customer stated that they had to change several batteries in a day. The product was returned for analysis.